Event description:
It was reported that the patient was experiencing increased pain in the ipg incision site. The patient also had inadequate pain relief, numbness and tingling despite reprogramming. Local trigger point injection was given, however, the patient noted no benefit. The patient underwent an explant procedure and was doing well postoperatively. All device components were removed and kept by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7124624/7125509,